Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens, but the haptic broke prior to being inserted. There was no pt contact or injury. The facility indicated that it was unk as to why the haptic broke. An indigo-p injector and an sfc-25 fp cartridge were used, but the facility was unable to provide the lot numbers.